Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was 487 mg/dl at the time of admission. Customer stated the cause of the hospitalization was from diabetic ketoacidosis. Customer was treated with IV at the hospital. The customer was disconnected from the insulin pump six hours before being hospitalized. The customer also reported experiencing low blood glucose that was treated with juice. The customer stated their blood glucose became high shortly after. The customer declined to return the insulin pump for analysis.